Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The defective dp board was returned to olympus medical systems corp. (Omsc). Omsc investigated the board and confirmed the following. -there was no abnormality in the appearance. -the reported event was reproduced. -from the manufacturing history, it was confirmed that the device was a product that conformed to the specifications. The exact cause of the reported event could not be conclusively determined. However, based on the above, the reported event may have been attributed to the dp board. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus medical systems india private limited (omsi). Omsi checked the device and duplicated the reported phenomenon. Due to a defect in the dp board, the endoscope image was not displayed when connecting an endoscope with 3d function or an olympus 190 series endoscope. As a result of the evaluation, the following was confirmed. -after replacing the dp board, the 3d endoscope image and the olympus 190 series endoscope image were displayed on the monitor. -the device was installed at the user facility on october 12, 2021, and the malfunction occurred within 11 months of installation. -there were no abnormalities such as burn marks, dust, and liquid penetration marks on the appearance of the dp board. -due to component quality issues, the dp board may be defective. The defective dp board will be returned to omsc for investigation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the display of the 3d system was not displayed, and when an endoscope with 3d function was connected, the display turned black and only the detailed information of the patient was displayed on the monitor. When the endoscope was removed from the device, the color bar appeared on the monitor. The device worked when the camera head was connected, but the 3d endoscope image was not displayed when the endoscope with 3d function was connected. There was no report of patient injury associated with the event.